Event description:
It was reported that the device does not alarm. The customer reported that the silence alarm comes up on the touch screen but there is no alarm sound. Customer state that they are able to turn it all the way up and still no sound and when they move alarm volume meter on the touch screen there is no sound. The sound is also missing from the qrs tone. There was no patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.